Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failure error code. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The remote service engineer (rse) stated that the customer confirmed the error code in the device history log. The customer stated that they had just replaced the flow sensor assembly, so the rse advised the customer to check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer stated that 1 pin was bent from the solenoids, so the customer straightened it out. After reinstalling the da pcba properly, the customer stated that the device ran for an hour with no further issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.